Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficult/delayed positioning or visibility issues appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the totally occluded anatomy caused the positioning and visibility issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a totally occluded circumflex vessel (lcx). A hi-torque infiltrac guide wire was advanced to the end of a non-abbott microcatheter; however, the guide wire was only advanced 1-2 cm past the tip of the microcatheter as the tip could not be adequately seen under fluoroscopy to place in the ostium of the circumflex vessel. The guide wire was removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.